Manufacturer narrative:
The doctor burned his finger through his glove. Small blister formed. No ointment was used, it healed completely. During product evaluation was found, the bearings were gritty, the handpiece was dented at the back cap. This circumstance lead to heat up the head.

Event description:
A dentist performed a routine procedure on a patient using a dental handpiece when the doctor's finger was burned by the handpiece.